Event description:
I have experienced so many problems since having this procedure done. Dizziness, fatigue, teeth falling out and rotten, light head, trying to faint, stomach and abdomen pain, not to mention always being sick in stomach says its irritable bowel syndrome, and many more various problems. Doctors don't even think its that or they don't even know what it is. I have no insurance so have a lot of emergency bills since having this done for various reasons listed above. This has affected my daily life so much can't go out because of stomach never know when I will have these pains and get sick. Missing on so much with my 4 kids and school event. (B)(4).